Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery was attempted using the prostar device ia a 14f sheath after a diagnostic procedure. Reportedly, the knot was made outside of the vessel wall and hemostasis was not achieved. A covered stent was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the prostar device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the needles could not be confirmed as the device was returned in the pre-deployed position. Based on the reported information the reported suture pulled out and tissue damage appears to be related to user technique. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received. Reportedly, the prostar knot pulled out of the right common femoral artery and damage to the vessel occurred requiring the covered stent to achieve hemostasis. No additional information was provided.